Manufacturer narrative:
The reported field event of impedance anomalies and premature battery depletion was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
It was reported during a routine follow-up visit, the device diagnostics exhibited anomalous battery longevity data. The device was explanted and replaced. The patient was stable.